Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Hcp reported a power on reset (por) message. It can be noted that the patient had a surgery today to remove scar tissue that formed at the ins site (information in a separate complaint file). The caller didn't have access to a clinician programmer (cp) or the patient. It was reviewed that a cp is required to clear a por. No troubleshooting could occur due to lack of access to product. As a result of what was reported, the hcp was transferred so a local manufacture representative (rep) could be paged. The patient's managing hcp was in surgery so the issue couldn't be addressed right away. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.